Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pace sense portion of the right ventricular (rv) lead was surgically abandoned. Additional information was obtained which indicated that the reason why it was abandoned was due to better pacing location for a more physiologic complex. The product remains in service. No additional adverse patient effects were reported.